Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted and placed and inserted. However, while steering the clip down to the valve, difficulties with imaging occurred, and the clip unintentionally released (premature activation) and traveled into the subvalvular apparatus at the level of the interventricular septum. Therefore, a decision was made to discontinue the procedure. No additional clips were implanted, the tr remained at a grade of 4, and the procedure was discontinued. There was no clinically significant delay in the procedure. The patient was reported to be stable.